Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended reseating the graphical user interface (gui) to breath delivery (bd) cable. Customer reported that gui to bd cable was cleaned and reseated, no parts were replaced. Device pass all required tests. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).